Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) for a dependent patient. It was noted that this device exhibited impedance issues, loss of capture, high pacing thresholds, and noise in the unipolar configuration of the right ventricular (rv) lead channel; the bipolar configuration did not exhibit loss of capture or noise. Technical services (ts) was consulted, and programming enhancements were suggested. The physician opted to implant a non bsc leadless system to support rv pacing and left the previous generator in service. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Correction to field h6: impact code.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) for a dependent patient. It was noted that this device exhibited impedance issues, loss of capture, high pacing thresholds, and noise in the unipolar configuration of the right ventricular (rv) lead channel; the bipolar configuration did not exhibit loss of capture or noise. Technical services (ts) was consulted, and programming enhancements were suggested. The physician opted to implant a non bsc leadless system to support rv pacing and left the previous generator in service. No additional adverse patient effects were reported. This device remains in service.